Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) displayed an error code at power up and the lower display would not come on despite replacing the battery. Technical support (ts) had the caller try to duplicate the error, however the caller could not duplicate the error. Ts had the caller measure the voltage of the new battery and it was considered low battery voltage. Ts suggested that the biomedical engineer to use and measure the voltage of another battery. Ts explained that scrolling of the lower display was normal during power up and after power up, the lower display was blank and pressing the menu key to activate the lower display. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).